Manufacturer narrative:
Complaint evaluation: two videos were received; no product sample was received for evaluation. According to videos a particle was detected confirming the complaint. The probable cause was unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that a particle was identified in three cassettes during a one-hundred percent visual inspection. The majority of the cassettes used were from lot number 6108537, units from other lots were also utilized making it impossible to attribute the issue to a single lot. Potential lot numbers: 6108537,6101813, and 6077779.